Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, fail psi test, was reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. The device was tested for flow accuracy and delivered outside of the intended range. The event history log (ehl) review was performed. An event occurrence date was not provided, however the last day of customer use was reviewed. The downstream pressure limit was set to medium and multiple "downstream occlusion!" Alarms occurred, however the log cannot be used to determine if the pressure reading was measured or within intended range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'fail psi test' was verified. The cause was identified to be out of range pressure plate travel. The pump mechanism door was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pounds per square inch testing in the biomedical service department. There was no patient involvement. No additional information is available.